Event description:
Consumer inserted a tampon but only the plunger of the applicator came out. She removed the tampon with the string but the remainder of the applicator did not come out. She went to the emergency room to have the dr remove the remaining applicator tube. The consumer reports that the applicator was removed by the dr and that the vaginal wall was lacerated.

Manufacturer narrative:
We have requested and await consumer's return of product for eval.